Manufacturer narrative:
(B)(4). Approximate age of device - 3 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lactate dehydrogenase (ldh) had been slowly rising over the past several weeks and was at 540 u/l. The patient was treated with heparin. On (B)(6) 2018, the patient was discharged with an ldh of 444 u/l and an inr at 2.5. On (B)(6) 2018, ramp echocardiogram revealed the aortic valve opening with each cardiac cycle, and the pump speed was adjusted. No additional information was received.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Review of the submitted system controller log file showed no atypical events captured and the system showed normal device operation above the low speed limit for the duration of the log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.